Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitude measurements and oversensing of myopotential noise. Noise could be reproduced when the patient contracted their pectoral and abdominal muscles. Surgical intervention was later performed and the electrode was abandoned and replaced. The s-ICD remains in service with a new electrode. No additional adverse patient effects were reported.